Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the o2 concentration was drifting. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units where replaced as a preventive measure. No new events on this ventilator have been reported until this date. Evaluation of the received device logs shows matching events. Between mars 5, at 04:47 and mars 5, at 12:41, there are several alarms for low o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
(B)(4).